Event description:
The trial patient reported that they were unable to urinate on their own during the basic evaluation. The issue was not resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.